Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient's stimulation was causing tingling and cramping in the 2nd and 3rd toe on the left foot and up into the foot. They only felt the tingling in the toes when they laid down on their left side and the patient noted they did not feel stimulation when they laid while on the call. The patient was able to use the patient programmer (pp) to verify the stimulation was currently on and they were set at 4.8v. The patient stated they felt stimulation on the left side and stimulation into their toes, however it only happened at night. The change in symptoms/therapy was noted to be sudden in nature and had occurred two nights ago. It was mentioned the stimulation was controlling the patient's symptoms and they were wondering if they could have a video for the pp. Additional information was received from a patient. It was reported the steps taken to resolve the previously reported issues included the patient having called patient services. The patient purchased two new aaa batteries with alkaline, they went over the sections in the manual they did not understand, and restarted the program. The patient stated the issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.